Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of being implanted with a 23mm, non-abbott valve. Pre-implant balloon valvuloplasty (pre-bav) was not performed. Temporary pacemaker was placed; during the procedure, the valve was able to be implanted at a depth of 1mm on the non-coronary cusp (ncc) without any recaptures. Post-implant balloon valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. Transesophageal echocardiogram (tee) revealed no paravalvular leak (pvl) but circumferential pericardial effusion was observed on the right ventricle and bleeding was also noted in the pericardium. The physician(s) concluded the presence of cardiac tamponade. The patient became hypotensive and a pericardiocentesis (blood drainage) was performed then protamine was administered. The patient was stabilized with no evidence of bleeding inside the pericardium. Approximately 2 hours later, the patient became unstable once again and it was reported to reload an efficient drainage. A surgical intervention was performed to resolve the event, and blood transfusion was administered. The patient was in a stable condition. No additional information was reported.